Manufacturer narrative:
Device eval: one used suspect device was returned for eval. The device history record and complaint database could not be reviewed and the user did not provide a valid lot number. Upon visual examination of the returned device the complaint was confirmed. Indications of damage to the stent coating were found consistent with those caused by chemical attack. According to the user the stent was placed in pyloric channel and proximal duodenum. The alimaxx-es stent in not indicated for placement in this region of the anatomy as it exposes the stent to a higher degree of chemical attack than it was designed to resist. A f/u report will be submitted if more info becomes available.

Event description:
Per received medwatch uf report # (B)(4) "the pt has a history of spontaneous choledochoduodenal fistula and gastric outlet obstruction. An alimaxx stent was implanted two months ago to replace an obstructed gore viabil stent. The pt returned for a planned stent revision. The alimaxx stent could not be removed with forceps and required dislodgement with sequential dilation using a balloon dilator. Close inspection of the stent revealed defects within the covering of the alimaxx stent with tissue ingrown from the pyloric channel and proximal duodenum. Marked granulation tissue was found around the gastric outlet. The stent was successfully removed. A cook jejunostomy tube was placed in the jejunum for enteral feedings. The stent was given to the sales rep. The MFR response for the esophageal stent, alimaxx-es: the sales rep was consulted by the provider."